Event description:
Lasik surgery - both eyes have the optical zone decentered, one so severely that my vision is extremely blurry out of that eye and the other is only mildly blurry, but the blurriness of the bad eye interferes with the vision in the good eye. Severe dry eyes. Halos and starbursting, especially at night. Vision fluctuates throughout the day. I was given "monovision" without testing with a contact lens stimulation first to see if I could adjust to monovision. I was not informed very well of all the potential dangers and not informed at all of the loss of contrast I would experience with monovision. I was not informed that there would be a strong possibility for a loss of visual acuity and what that would mean to me in functional terms. I never would have sacrificed the sharpness of vision I used to have just to go without glasses. A consumer is not protected from someone taking their money and performing the operation - even if they are a poor candidate for lasik, because of torte reform. The consumer has no protection.